Event description:
Reportable based on device analysis completed on 26jun2014. It was reported that the device was unable to cross the lesion. While performing a percutaneous coronary intervention, the 2.75x12mm omega stent was advanced, but was unable to cross the lesion. The procedure was completed with a 3.0x24 promus premier and a 2.75x16 omega device. There were no patient complications reported. The patient status is stable. However, device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual examination of the stent found that the first five rows of struts on the proximal end of the stent were bunched, flared, bent and overlapping. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. There were numerous kinks throughout the hypotube. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).